Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a high blood glucose level of 1,000 mg/dl. The customer received several no delivery alarms. The customer was disconnected from the insulin pump at the time of call. The customer was in intensive care unit. The customer was blind. The device was not returned.